Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er220 clip would not feed into the jaw properly. An er320 was then used and the clips ejected (did not fall in pt). Another er320 was used and the clips would not feed into the jaws due to clip mis-alignment for another er320. Another instrument was used to complete the case. There was no consequence to the pt. All devices were discarded.